Manufacturer narrative:
Correction - event is adverse event and product problem, not product problem only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since implant, the patient had too much stim when being in a hot tub with stim turned on. Now, she turns stim off prior to entering a hot tub to prevent this from happening. No further complications were reported.